Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal lioresal via an implanted pump. The lot number was ds0080 with an expiration date of 10/31/2017. The concentration was 2000 mcg/ml; dose 921.9 mcg/day. The pump IFU (indication for use) was listed as multiple sclerosis and intractable spasticity. The pump alarm was not heard but was confirmed by telemetry. The pump logs were checked and the alarm was due to low battery reset and safe state. The patient was itchy, irritable, and had severe spasticity. The patient also had uti (urinary tract infection) which may have contributed to the symptoms. The event date was listed as (B)(6) 2015. The patient was taking oral baclofen (treatment medication). The patient had been referred to neurosurgery for a pump replacement but the surgery date has not been scheduled at that time. The reporter was planning to program the pump off. Concomitant medications, relevant medical history, therapy dates, and the cause of not hearing the pump alarm were not reported. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicated other medications the patient was taking at the time of the event included: proventil, vitamin c, calcium, cranberry, periactin, benadryl, depakote, dulera, colace, prozac, neurontin, synthroid, ativan, cozaar, lopressor, ms contin, compazine, senna, zanaflex, trazadone, dulcolax, magnesium, effexor. The patient's pertinent medical history included multiple sclerosis (ms), spastic quadriplegia, neurogenic blowel, neurogenic bladder, depression, hypothyroidism, bipolar disorder, breast cancer, and hypertension. Additional information was received from the healthcare provider and indicated that the alarms were heard by the provider in clinic; the patient lives in a nursing home and did not hear the alarms. The start date of the lioresal was reported as (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer via a company representative. The patient experienced withdrawal symptoms. Diagnostics were performed by the clinic. The pump had a motor stall and the pump was replaced (B)(6) 2016. The issue was resolved. Patient status was alive - no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and reported that the motor stall was confirmed by interrogating the pump and viewing the logs. (B)(6) 2015. Diagnostics included an ap and lat x-ray of abdomen and thoracic spine. No discontinuity of intrathecal catheter noted. The cause of the motor stall was not determined. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed high battery resistance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.